Event description:
An optometrist reported that a pt a woke with irritation and blurred vision 5 weeks after lasik procedure. Treatment provided was noted to be frequent artificial tears. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).